Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic, the pulse generator exhibited noise resulting in automatic mode switches and varying amplitudes. No additional information was available.